Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2012-01709.

Event description:
Slap hammer malfunctioning: pointy end won't accept the head tibial pins and it is difficult to slide the keel punch head into the larger end of the slap hammer. This occurred during preparation for use. Another item was used instead and case completed as originally planned without any delay or medical intervention.